Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mom reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was above 400 mg/dl at the time of the incident. Customer was treated with bolus. Customer stated insulin pump had insulin flow blocked alarm. Customer was using auto mode. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not continue troubleshooting since they had discovered that the cannula on the infusion set was bent. The insulin pump will not be returned for analysis.